Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had an initial implant and the original lead for this case was either damaged or defective. The surgeon stated it could have been from user error or manufacturing. Device history records were reviewed for the lead. The lead passed all specifications prior to distribution. The lead was hp sterilized. The lead has not been received by manufacturer to date. No other relevant information has been received to date.

Event description:
The representative reported that on the day of surgery, pin re-insertion and visualizing the pin past the setscrew connector block was completed multiple times. He is unsure if the header was irrigated with saline. They did not use the test resistor nor run generator diagnostics. They visualized the lead for any breaks.

Event description:
Product analysis (pa) for lead was completed. The lead assembly was returned for analysis due to the following allegations: mechanical problem, damaged/kinked coil, fluid leaks, and high impedance. The allegations of fluid leaks & high impedance were not confirmed. Fluids was not observed inside lead tubing. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications. The allegation of kinked coil was confirmed; during the visual inspection a kink was observed on lead body. Based on the findings in the product analysis lab, there is no evidence to suggest any device-related anomaly with the returned lead which may have contributed to the reported complaints of fluid leaks or high impedance. Pa worksheet was reviewed, and it was noted that the condition of the lead electrodes is consistent with conditions that exist due to manipulation of the lead during the implant/explant procedure. No other anomalies were found. No other relevant information has been received to date.

Event description:
The suspect lead has been received by product analysis. It was also reported that upon inspection from the surgeon it appeared that the lead had a small hole because their was moisture in the lead. This was after multiple high impedances. The lead was opened and attempted to be used. Product analysis has not been completed to date. No other relevant information has been received to date.